Event description:
The customer reported a "speaker failure". The device was not in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
The customer reported a speaker failure. The device was not in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.